Event description:
It was reported that during an open low anterior resection, the device could be fired without problem at the 1st firing. However, the knife stopped at the 2nd firing after moving a few millimeters and then it did not move forward though the firing trigger was grasped several times. The knife of the device was returned with the knife reverse switch. The device was used on the rectum. As there was the mesorectum, the target tissue was thick. Eventually, a competitor's device was used to complete the case. There were no adverse consequences to the patient. After this incident, when the sales rep fired the device, it functioned properly.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). : information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device deliver any staples? Yes, the knife slightly moved forward and a few staples of proximal end were deployed. If yes, were the staples formed properly? No. If yes, was the staple line complete? No.